Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2007. It was reported that the pt felt an overstimulation sensation when he turns stimulation on. The pt stated that he had a recent car accident, and subsequently he alleged feeling the overstimulation at the ipg area. Diagnostic tests and x-rays showed no anomalies. F/u on the pt found that the physician will be taking the pt to surgery in order to troubleshoot the issue. The surgery date is currently undetermined. No further issues were reported.